Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment five times. It is unknown at which point in therapy the leak may have begun. Fluid was not discovered in the pump module area; however, fluid was discovered on the external of the cassette. The cause of the leak is unknown. The patient was advised to follow up with the on call peritoneal dialysis nurse (pdrn) and to allow the cycler to dry for 24 hours. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event. The patient contact confirmed that the patient was able to complete pd treatment using manuals in the absence of the cycler. The patient contact confirmed that the patient was taken to the emergency room (ER) this morning but could not confirm what the symptoms were as well as if the patient was connected at the time. The patient contact confirmed that the cycler has not been used since the fluid leak event occurred. The patient contact also could not confirm if the cycler set was available to be returned for physical analysis. Upon further follow up, the pdrn stated they have not been made aware of the fluid leak or emergency room (ER) visit events, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported fluid leak event. Upon further follow up, the pdrn stated the patient visited the emergency room (ER) for a blood pressure drop that was unrelated to pd treatment and/or using fresenius products. The patient was released the same day and has continued with pd treatment on the cycler with no issues. The cycler set used during the fluid leak event is no longer available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment five times. It is unknown at which point in therapy the leak may have begun. Fluid was not discovered in the pump module area; however, fluid was discovered on the external of the cassette. The cause of the leak is unknown. The patient was advised to follow up with the on call peritoneal dialysis nurse (pdrn) and to allow the cycler to dry for 24 hours. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event. The patient contact confirmed that the patient was able to complete pd treatment using manuals in the absence of the cycler. The patient contact confirmed that the patient was taken to the emergency room (ER) this morning but could not confirm what the symptoms were as well as if the patient was connected at the time. The patient contact confirmed that the cycler has not been used since the fluid leak event occurred. The patient contact also could not confirm if the cycler set was available to be returned for physical analysis. Upon further follow up, the pdrn stated they have not been made aware of the fluid leak or emergency room (ER) visit events, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported fluid leak event. Upon further follow up, the pdrn stated the patient visited the emergency room (ER) for a blood pressure drop that was unrelated to pd treatment and/or using fresenius products. The patient was released the same day and has continued with pd treatment on the cycler with no issues. The cycler set used during the fluid leak event is no longer available to be returned for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.